Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for these reports. Investigation summary: one guidewire in guidewire hoop was returned for evaluation. Functional, gross visual, microscopic and dimensional evaluations were performed. Although sample was returned for evaluation two electronic photos were provided for review. The investigation is inconclusive for the reported failure to advance and difficult to remove issue, as no introducer needle was returned for evaluation and the exact circumstances at the time of the reported event are unknown. The investigation is confirmed for the identified deformation due to compressive stress, fracture and stretched issues, as the distal end of the outer coil of the guidewire was observed to be uncoiled just distal to the distal end of the guidewire hoop and bent was noted to guidewire proximal to the guidewire hoop. A brittle like fracture was noted on the distal end of the flat inner core wire. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement through right internal jugular vein, the guide wire was unable to be advanced and difficult to remove. After withdrawal, the guide wire was unable to be separated from introducer needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2021).

Event description:
It was reported that during a port placement through right internal jugular vein, the guide wire was unable to be advanced and difficult to remove. After withdrawal, the guide wire was unable to be separated from introducer needle. There was no reported patient injury.